Manufacturer narrative:
(B)(4). The customer reported a pads ECG failure. There was no reported patient involvement. Philips evaluated the device and found the unit had a pads ECG malfunction. The power pca was replaced to resolved the problem. The device passed all performance assurance testing and was returned to the customer. We will consider this to be a malfunction of the power pca that caused the device to have a pads ECG failure.

Event description:
The customer reported a pads ECG failure. There was no reported patient involvement.